Event description:
A user facility reported to olympus, that the evis exera iii colonovideoscope, had forceps/instrument channel malfunctions. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found; no air/water flow, due to nozzle clogging, low angle, angle rubber glue worn, insertion tube damaged, universal cord/video cable coating peeling, light guide lens scratched, distal end damaged, connector damaged, switch damaged, control section damaged, connecting tube scratched, right/left/down/up knob scratched, and scope cover unit scratched, and connector scratched, and due to damage to biopsy tube, water tightness lost. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it was determined that the material was a mixture of plastic fiber material and black rubbery material. It may not have been removed due to imperfection of proper reprocessing caused by leakage which occurred at biopsy channel. The event can be detected/prevented by following the following instructions for use and contacting olympus incase leakage is detected. "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attach". Olympus will continue to monitor field performance for this device.